Manufacturer narrative:
Evaluation of the device at the manufacturer's service center determined that the device's software needed to be re-loaded to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
The manufacturer received information alleging the ventilator does not self cancel the 100% oxygen feature. There was no harm or injury reported.